Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation. Without the suspect device or clinical log files from the event we are unable to evaluate the complaint. The device used during the reported event was an automatic device and does not require user interaction to discharge the device. During the rescue the device will prompt "shock advised" and "do not touch the patient" before delivering energy. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) in cardiac arrest, the nurse who was using the device received an unintended delivery of energy. Complainant did not indicate that there was any adverse effect to the nurse due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device passed leakage testing and would not have shocked the operator if they were in contact with the device. An internal inspection of the device found no discrepancies. Review of the clinical file found no evidence of the report. At the time of the device discharges the device did not record any fluctuations in impedance that would indicate the operator was in contact with the pads during the discharges. This device is automatic and does not have a shock button so no operator contact is needed to discharge. The g5 operator's guide instructs operators that when a defibrillation discharge is about to be performed, the operator should stand clear of the patient. The device was recertified and returned to the customer. No trend is associated with reports of this type.